Event description:
Per clinical review:on august 6, 2020 the pump was set up and primed the day prior, without issue. The perfusionist initiated cardiopulmonary bypass and ran up the cardioplegia to the field. During this motion, the 1/8 inch tubing pulled in a bit on the roller pump and caused a pump jam. The end user was able to pull the tubing back and straighten the positioning of the tubing. The case proceeded without issue for the remainder of the surgery. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the issue.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. Additional instructions for proper tube placement was provided to the clinical team. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was not able to duplicate the issue. He observed the pump being used on a case the next day and still the issue was not duplicated. He stated that the roller pump jammed after the 1/8 inch tubing that the perfusionist was using had slipped in the tube clamp. The unit operated to the manufacturer's specification. Per the perfusionist, the roller pump was set up per their usual practice. No issues were noticed during priming. The issue occurred when the team first went on pump. The tubing was moved around and there was no other issues during the case as the flows were very low on the cardioplegia pump. The same pump was used for a second case and the issue occurred again. Multiple attempts to recreate the issue were unsuccessful. The fsr checked the pump head and found that there was an error in the tubing placement in the roller head. There have not been any issues since.

Event description:
It was reported that during the use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump jammed. The surgical procedure was completed successfully, there was no delay, no blood loss, nor adverse consequences to the patient.